Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a sfa (superficial femoral artery) procedure, another manufacturer's guide wire and catheter were used. When using the cxi catheter, the valve and the catheter separated. There were no reported adverse effects to the patient as a result of this product problem.